Event description:
Pt has shoulder surgery. Ioban was used. One post operative evening, pt complained of burning pain and blisters. Required 3 ER visits and minor debridement and dressing changes. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: surgical drape.